Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an open ventral/incisional hernia repair on (B) (6) 2009, with retro-rectus placement of mesh. Post-operatively on (B) (6) 2009, the pt presented with hematoma and a bleeding duodenal ulcer. Subsequently, on (B) (6) 2009, the pt underwent transfusion and gastroscopy. The event is reported as resolved.